Event description:
Report received from maude database stating that the device has a "neuro-top bent/broken" issue. Crani-p craniotome has being used to cut bone flap, the foot plate attached to the drill bit which protects and diverts the dura, bent and broke off. The portion that broke was approx 1 mm in size and apparently broke in 2 pieces. One piece was removed but the other retained. The retained portion was recognized by MRI (magnetic resonance imaging) skull x-ray. The next day, the pt was returned for a very difficult removal. The pt was discharged home, and is recovering well. There was no add'l info available.

Manufacturer narrative:
The device was not received by depuy synthes power tools. The reported condition of "neuro-tip bent/broken" could not be confirmed. If add'l info is received, a supplemental report will be submitted. (B)(4).